Manufacturer narrative:
Product complaint # (B)(4). H6 component code: appropriate term/code not available (g07002) used to capture no findings available. Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for severe pain. Event is not serious . Date of implant: (B)(6) 2010. Date of revision: (B)(6) 2013. Date of event: (B)(6) 2011. (Left knee). Treatment: revision; femoral component, tibial base, and insert were revised. Depuy products used: catalog ID: 545050501. Lot ID: 3572299. Component type: cement. Description: smartset cement with gentamicin 40g. Catalog ID: 866404. Lot ID: dc9ey4. Component type: stemext. Description: pfc tibial stemext fluted 60mm sz 4/5/6. Catalog ID: 867426. Lot ID: fa7ew4. Component type: stemext. Description: universal revision stemext fluted 115 x 12 mm. Catalog ID: 960781. Lot ID: 392592. Component type: adapter. Description: sigma femoral adapter 5 degree. Catalog ID: 960784. Lot ID: 387150. Component type: adapter. Description: sigma femoral adapter bolt neutral. Catalog ID: 960880. Lot ID: 367682. Component type: wedge. Description: sigma wdg distal 4mm sz 4 lt. Catalog ID: 960886. Lot ID: 341793. Component type: wedge. Description: sigma wdg distal combo 40mm x 8mm sz 4. Catalog ID: 960880. Lot ID: 392049. Component type: wedge. Description: sigma wdg distal 4mm sz 4 lt. Catalog ID: 960886. Lot ID: 396400. Component type: wedge. Description: sigma wdg distal combo 40mm x 8mm sz 4. Catalog ID: 129454100. Lot ID: 389957. Component type: sleeve. Description: mbt revision tibial sleeve 37mm. Catalog ID: 546112000. Lot ID: fd4rb1. Component type: restrictor. Description: cement restrictor universal lg. Catalog ID: 962142. Lot ID: 3477527. Component type: insert. Description: sigma tibial insert rp post/stab sz 4 12.5mm. Catalog ID: 129435130. Lot number/product identifier: 328395. Component type: tibial. Description: mbt revision tibial cemented sz 3. Catalog ID: 960083. Lot number/product identifier: 318406. Component type: femoral. Description: sigma fem tciii cemented lt sz 4.